Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form

Event description:
It was reported by an attorney that the patient underwent an umbilical hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported the patient underwent removal of the mesh and lysis of adhesions on (B)(6) 2015 and the surgeon noted a recurrent large umbilical hernia with intra-abdominal adhesions. No additional information reported at this time.